Event description:
It was reported that the pump battery took larger to charge than expected. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.